Event description:
A ventilator was returned to the manufacturer alleging an initial power up condition occurring on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There was no part replaced and/or repair made to the device, and it will be scrapped.